Event description:
The customer reported that the collimator pre-view lines were off about an inch and the system intermittently beeps it is making fluoro. The live flashes, but no radiation was being produced. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep troubleshot the system and determined the lemo receptical had a bent pin and interconnect cable was damaged because of the bent pin. He did not troubleshoot the preview lines lines because of the damaged part. The rep replaced the lemo connector and interconnect cable. The unit is operating as intended.